Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/ IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/ IV.

Event description:
A healthcare professional reported capsular contracture baker grade iii/ IV discovered by ultrasound scan. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
A healthcare professional reported capsular contracture baker grade iii/ IV discovered by ultrasound scan. The device has been explanted and replaced. This record relates to the right side.